Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had both the random access memory and flash copies of current user settings are corrupt and insulin squirt out during manual prime. Customer was disconnected during prime. The customer¿s blood glucose was unknown at the time of the incident. The customer indicated the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a31 alarm due to compromised force sensor system alarm.